Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead sn: (B)(4) was returned due to an unspecified reason. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead exhibited high capture threshold and could not be implanted due to a thrombus. The lead was exchanged. The patient was stable post procedure.